Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Yesterday the physician changed the bearing from a cementless cr attune to a thicker insert. The patient had secondary instability after trauma. It would seem very interesting to us to do a retrieval analysis (for wear etc) here. Attached some pictures of the insert (with hohmannen iatrogen some anterior damage).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination, however, photos were provided for review. Although the quality of the photos were poor, potential signs of wear were noted. The investigation could not verify or identify any product contribution to the reported event with the information provided without the reported device returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information not available.